Event description:
As reported to coloplast though not verified, the patient experienced pain and has undergone medical treatment and will likely undergo corrective surgery and hospitalization.

Manufacturer narrative:
This follow-up report provides updates to the brand name, common device name, model and catalog numbers.

Event description:
As reported to coloplast though not verified, the patient experienced pain and has undergone medical treatment and will likely undergo corrective surgery and hospitalization.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.